Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, software version: 2.1.0 work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no issue. Codes b01, c19 and d14 are applicable. A0709: applicable to the registration pointer not having a light-emitting diode (led) present on the electromagnetic navigation interface unit (axiem) box. A05: applicable to multiple ports on the axiem box not functioning. A110201: applicable to both screens being unresponsive, and not being able to proceed to the navigation screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a craniotomy procedure, the registration pointer did not have a light-emitting diode (led) present on the electromagnetic navigation interface unit (axiem) box after completing a successful registration of the patient. Both screens were unresponsive and would not proceed to the navigation screen. No error messages were displayed. Troubleshooting was performed. It was confirmed that multiple ports on the axiem box were not functioning, and this was the first time the navigation pointer was opened/used/plugged in. Technical services instructed a hard reboot of the system. Technical services instructed a hard reboot of the system. After the reboot, the previous registration was recovered, the navigation screen was accessible, the tracker was visible, tracking details were seen, and the axiem box displayed green lights, indicating resolution. This resulted in a 5-minute surgical delay due to rebooting and troubleshooting instruments. There was no reported patient impact.

Manufacturer narrative:
H6: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. Codes b01, c10, d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.